Event description:
Caller reported a cartridge alarm on consecutive dates. Customer's blood glucose level displayed as "high," with the specific value unknown. Correction action was taken via a manual injection, and no third-party assistance was required. The issue did not occur during the load process, and the caller had no prior reports of this specific alarm with the current pump. Technical support resolved the situation by arranging a pump replacement.